Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is not delivering enough insulin. Customer's blood glucose level was 133 mg/dl at the time of incident. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened (creased) act and up buttons dome switch. Unable to perform the functional test, including the operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test and the delivery accuracy test or verify possible over or under delivery anomaly or perform carelink pro download due to unresponsive button.